Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: on 20 august 2025, hamilton medical received a report that a hamilton c6 ventilator shut down unexpectedly during ventilation on (B)(6) 2025 while a patient was connected. The patient condition and any medical intervention are not confirmed. No death or serious deterioration has been reported. The review of event and error logs covering 21 july to 19 august 2025 shows that the ventilator was in use for several days and multiple technical faults occurred on (B)(6) 2025, including status indicator board error, voltages out of tolerance, and activation of ambient mode. Prior to the event, repeated alarms indicated ¿battery replacement required.¿ at the time of failure, only one battery was installed with a state of health of 12.9%. Preventive maintenance was performed on 30 may 2025 without battery replacement, although the customer had been informed and quoted for battery exchange. After the incident, the cable connection inside to the mainboard was reseated and both batteries were replaced. The ventilator passed all service software tests and was returned to use. The hamilton-c6 service manual (doc#: (B)(4) sw 1.2.x page 206) requires battery replacement when the stat of the health (soh) is smaller than 20% or when the ¿replacement required¿ alarm is active¿ page 226. In addition, hamilton-c6 operator`s manual (doc#: (B)(4) sw 1.2.x page 208) describes the ¿battery low¿ alarm. These conditions were present before the event, but the replacement was not carried out.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): according to the complaint description, the hamilton-c6 ventilator ¿unexpectedly shut down while connected to a patient, without any prior warning¿. Additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress. The investigation to verify the allegation is still in progress.